Event description:
As reported, the surgeon opened the inner packaging of the 3dmax light mesh during the operation. It was noted that the outer edge strip of the mesh was broken. There was no visible damage to either the inner or outer packaging, and the product box was fully sealed before opening. A new mesh was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
As reported, the outer edge strip of the 3dmax light mesh was broken (torn). Visual examination of photos provided confirms there is a crack/tear present in the seal edge. The physical sample has not been returned for evaluation. Based on the information available and without having the sample to evaluate, no conclusions can be made. A review of the manufacturing records was performed and found the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 1,358 units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.